Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) monitor will not turn on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) monitor won't turn on. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the assy,top level display, new coiled cord. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.